Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia with blood glucose measuring high on the blood glucose meter (=600 mg/dl) with associated symptoms of rapid/deep breathing, nausea, polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an issue of no power to the insulin pump. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with a pump power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/9/2016 with the following findings: testing was unable investigate the specific alarm in this complaint, due to rewind tolerance error alarms received during investigation.